Event description:
Three months after the index procedure, the pt had a clinically driven re-pci. The index cypher had a timi flow of 3 and a focal in stent restenosis of 80%. The restenosis was treated with balloon dilatation. At the six-month follow-up, the pt was experiencing angina pectoris. Seven months post-procedure, the pt had a CABG to treat an 80% in stent restenosis in the index cypher. The report is from the e-select study. The pt was a female with a history of obesity previous pci, hypertension, hyperlipidemia, and diabetes mellitus. The indication for the index procedure was stable angina pectoris. The target vessel was the bifurcation of the left main, left anterior descending artery and the proximal circumflex artery. The vessel was 3.5mm in diameter and 12m long. Pre-procedure stenosis was 90%. The lesion was a restenosis of a liberte (non-cordis) stent. The lesion was ostial, smooth contour and concentric. The lesion was not predilated. Lesion location according to medina was 0,1,0. A crb23350 was deployed at 16atm and post-dilated with a 3.5x20mm balloon at 22 atm, because the stent was not fully expanded. Post-procedure stenosis was 0%. The pt was discharged the day after the index procedure.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.